Manufacturer narrative:
Additional information was received on july 27, 2015, confirming that the gender of the end user is unknown and the initial reporter address was verified. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on august 06, 2015.

Event description:
It was reported the pt had developed a venous ulceration to her lateral malleolus area on (B)(6) 2015. Sometime later, the wound was treated with three applications of aquacel foam dressing over a two week period. Following the third application of the aquacel foam dressing, the pt's periwound skin had become fragile, inflamed and excoriated. Additionally, the wound had become macerated with a large amount of exudate and a slight odor. The pt advised she felt continuous pain from the wound. Further examination found the pt's wound had become aggravated and compressed by the pt's new shoes over the two week treatment period. The compression reportedly led to the large amount of exudate, maceration and, ultimately, infection. There is no allegation from a heath care professional that the dressing led to the pt's infection. The aquacel foam dressing was discontinued and the pt was treated with three courses of antibiotics. No further pt complications were reported as a result of this event.

Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. No additional pt/event details have been provided to date. Should additional info become available a follow-up report will be submitted. Three aquacel foam dressings were used to treat the pt. A separate FDA form 3500a will be submitted for each dressing involved.